Manufacturer narrative:
This report is being made to cover all four potential cases, since the dental professional was unwilling to provide any additional detail. Since this event involved three medical devices, three manufacturer reports are being submitted. This report describes the third device. Manufacturer report numbers 3005174370-2015-00088 and 9611385-2015-00045, describe the first and second device, respectively.

Event description:
On september 16, 2015, a dentist indicated that up to four of his patients with 3m espe lava ultimate cad/cam restorative for cerec crowns required root canal treatment. Details regarding the crown placement dates and patient information were unavailable to 3m espe because the dentist refused to provide any further information.